Manufacturer narrative:
Pump and catheter segments returned for analysis. The pump was being analyzed according to an approved deviation of the rpa work instructions for smii pumps (qsd22039, v 5.0). During repdwi1476 testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day) and has been coded with the appropriate afc code for overinfusion. Per the deviation, this pump could be subjected to CT scan and possible long term dispense and weight testing, using last known infusion rate from full to empty. The pe record will be closed at this time and re-opened to add the results of this long term testing and any additional analysis findings per the next steps defined in the deviation. Oi CAPA team informed rpa to move onto destructive since the pump reached eos. As received, the pump reservoir was empty and in the off state. Rpa used lab software to take the pump out of the off state (off state is meant to be a permanent state). Pump memory logs gathered and implant duration was at 2513 on (B)(6) 2015. Eri (electronic replacement indicator) would have triggered at 2465 with a date of (B)(6) 2015, but the pump was put in the off state on (B)(6) 2015. When the pump was tested for motor function during internal decontamination, eri occurred was seen on the pump interrogation strip after the testing was complete. During dispense testing, the initial 1 rev test failed with an over infusion result, the rest of the dispense tests passed for accuracy. Per the deviation, this pump was subjected to long term testing in which the pump hit eos. The printout taken (eos printout in the attachments) showed that the replace by date was 2016-04-04. The schedule to replace by date is an estimate and is always calculated as 90 days after eri occurred. In this case eri should have triggered on (B)(6) 2015 but could not because the pump was in the off state. When rpa took the pump out of the off state then the pump was able to trigger the eri on (B)(6) 2015 the calculation for the replace by date was calculated based off of (B)(6) 2015, so if eos occurs before then, the replace by date calculation does not change because it is only based on the date on which eri occurred. The schedule to replace by date is only an estimate of when eos should occur and is described as such in labeling. Analysis found overinfusion ¿undetermined root cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and a health care provider (hcp). The intended use of the device was treatment. The patient¿s pertinent medical history included traumatic brain injury. The indications for use were intractable spasticity cerebral palsy. The pump was placed initially for traumatic brain injury. The device was delivering intrathecal lioresal 500 ug/ml at 2.99 ug/day. The device was removed because the battery was depleted, and the patient had no need for the pump. It would not be replaced. The patient ¿no longer needed or spasticity impaired.¿ they were functionally better without intrathecal baclofen. There was no patient death.

Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.